Event description:
A customer contacted beckman coulter inc (bci) in regards to elevated ferritin results above the normal reference range generated by unicel dxi 800 access immunoassay analyzer for one patient. The result was reported out of the laboratory, and questioned by the physician. Subsequent testing with dilutions and an alternate method produced even higher results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was lithium heparin plasma. It is unknown if the dilutions were made on board or manually. Service was not dispatched for this event. A clear root cause for the event has not been determined to date.